Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. The patient saw moisture on the bottom right of the pumps. The cause of the leak is unknown. The patient was advised to disconnect and reset up. The patient as able to reset up and drained 2280 of 2499ml in drain 0. The patient cancelled treatment after the first drain. Upon follow up, the patient confirmed that the cycler dried out and the patient has been able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. The complaint product sample was received on 08/29/2022 from the customer for evaluation, the sample was received without original package. A disinfection and visual inspection were performed to the complaint product sample. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope a tear in the film was found, this kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, finishing problem due to a sharp point created or cassette damaged mechanically, shipping or transportation damages the product. A device history review (DHR) was performed for the involved lot of the product and there were no non-conformance's or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation; however, a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. The patient saw moisture on the bottom right of the pumps. The cause of the leak is unknown. The patient was advised to disconnect and reset up. The patient as able to reset up and drained 2280 of 2499ml in drain 0. The patient cancelled treatment after the first drain. Upon follow up, the patient confirmed that the cycler dried out and the patient has been able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: although a sample return kit was sent, to date no sample has been returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. The patient saw moisture on the bottom right of the pumps. The cause of the leak is unknown. The patient was advised to disconnect and reset up. The patient as able to reset up and drained 2280 of 2499ml in drain 0. The patient cancelled treatment after the first drain. Upon follow up, the patient confirmed that the cycler dried out and the patient has been able to complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.